Manufacturer narrative:
An infection was present at the ipg was reported to abbott. The patient was prescribed oral antibiotics to address the issue. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported an infection was present at the ipg. Patient was prescribed oral antibiotics to address the issue.